Manufacturer narrative:
The t:slim pump x2 user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change alert. The customer reported was new to the pump and requested how to proceed through the load steps. The customer's blood glucose (bg) level was 246 mg/dl at the time of the reported event. The customer stated would deliver a correction bolus or manual injection to address bg level. Tandem technical services (cts) educated the customer on the meaning of the incomplete cartridge change alert and the customer acknowledged. The customer declined further troubleshooting with cts.